Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 357mg/dl at the time of incident. The customer¿s current blood glucose value was in row 307 and 275mg/dl. The customer experienced difficulty in breathing symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was on auto mode at the time of incident. The customer was called in the emergency room into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue to use the device.